Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, pump alarmed prime or compromised force sensor system during prime or compromised force sensor system test due to loose or protruded or flush drive support disk unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer's family reported via phone call that the insulin pump got motor error. The blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.